Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the ER after receiving hv therapy. The device was not capturing and not sensing. It was reported that the lead had dislodged and pulled back into the right atrium. The physician explanted the lead.